Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. At the time of the call the customer reported increased thirst. Customer stated she was going to seek medical intervention and could not continue with the troubleshooting process. No further information was able to be obtained.